Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the ischemia was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a 69 year old male patient for support of shortness of breath. Patient in atrial fibrillation and chemically cardioverted. Impella site pre-closed with pro-glide x2. Impella placed using best practices. Angio via repo port showed adequate flow. Pulses palpable. Angle matched dressing, forward placed sutures. Knee immobilizer placed in intesnsive care unit. The plan is for patient to remain on support.